Manufacturer narrative:
Could not file MDR until today, 30 june 2025, as my esg account was just approved today.

Event description:
Customer stated she used 3-4 pentip needles and they would get stuck to her skin when trying to remove needle from the stomach. One of the needles broke off in her stomach. She went to the hospital to get it removed.